Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the device failed telemetry testing due to the cable being out of electrical specification. It was also noted that the cable was twisted at the base of the device. (B)(4).

Event description:
It was reported the programmer head is broken. The programmer head was returned. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.